Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the hospital after experiencing a syncopal episode which resulted in the patient falling over. Interrogation of the device showed intermittent capture and sensing on the atrial channel. Chest x-ray was performed and atrial lead was found to be dislodged. It was suspected that the lead issues encountered due to dislodgement had caused the syncopal episode, but it was unknown when the dislodgement may have first taken place. The device was programmed to vvi mode and a lead revision was scheduled. The lead was explanted and replaced without adverse event and the procedure was concluded successfully. The patient remained stable before, during, and after the procedure and will continue to be monitored.